Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message. Reportedly, the ipg reached end of life. As a result, the ipg was unable to establish communication with external devices. In turn the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post operatively.